Event description:
As reported to coloplast though not verified, patient was implanted with the aris mesh on (B)(6) 2007. Later patient experienced infection, pain, urinary and bowel problems, dyspareunia, bowel problems and swelling.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.